Event description:
It was reported that the patient never charged the implantable neurostimulator (ins) and, about a month after implant, the stimulation stopped. The patient was reported to be frail and did not have any memory of how to recharge the ins. The manufacturing representative was performing the second 60 minute countdown, and additional information received reported that the manufacturing representative spent 6 hours trying to revive the patient's device, but it was unsuccessful. Patient compliance was cited as the reason for the battery depletion. The code accompanying the por was not known. It was further indicated that the patient was stable. The patient was last seen by his physician about a month after the initial report and it was decided that the patient needed his device replaced with a non-rechargeable device. It was unknown when the replacement surgery will be scheduled. A supplemental report will be filed should additional information be received.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).